Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon fired the device and the audible crunch did not sound right and the staples did not form between the 6 and 8 o'clock position. The patient was returned to surgery the next day for rectal bleeding and suture was used to control the bleeding. The amount of blood loss is unknown. It is unknown if the patient was given a blood transfusion. The patient is currently fine. Additional information has been requested.

Event description:
Additional information was requested on (B)(4) 2012, (B)(4) 2012 and (B)(4) 2012. To date, no more information has been received. If additional information is obtained, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).